Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling, misuse, and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery it was discovered that the craniotome device had a "worn neuro tip". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown, however, it was clarified that the event occurred in march 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.